Event description:
It was reported that the patient was sedated with general anesthesia in preparation for a holmium laser enucleation of the prostate (urethra) and holmium laser lithotripsy for removal of bladder stones. It was originally planned to perform the lithotripsy first, followed by the enucleation of the prostate. During the lithotripsy procedure, after the scope was inserted and the stone was found, the console had no laser output from the left pedal. Additionally, an error message was received stating to attach a footswitch. The hospital device department was immediately notified. The sequence of the procedure was then changed to perform the enucleation of the prostate first. The hospital device department was able to determine that the tip of the pedal connecting to the console was loose and rolled up. As a result, one of the wires became de-soldered. After the repair was completed, the lithotripsy procedure was resumed and completed. It was noted that the malfunction delayed the procedure by approximately 1.5 hours, increasing the surgical risk. There were no patient complications.